Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced a hypoglycemic event after approximately 36-48 hours of pod wear on the abdomen that required emergency medical attention. The patient¿s wife contacted emergency services due to a low blood glucose levels at 36 mg/dl. According to the patient, they were diagnosed with "urgent" hypoglycemia upon evaluation at the emergency room. Medical staff removed the pod and administered a dextrose drip, followed by protein and grapes as the patient¿s blood glucose began to rise. The patient was not admitted to the hospital and returned home the same day. The patient was provided novolog pens and instructed to use insulin pens until follow-up with his healthcare provider.